Event description:
The tube was torn off in removal. The dome with 3cm of tube was left in the stomach but was later discharged. The distal tube was discarded. The peg was in place for approximately six months. The feeding tube was replaced with another of the same type.